Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a curved proved was found to be bent during a routine inspection. There was no patient present.

Manufacturer narrative:
The returned probe was examined. The tip was found to be bent. The cause cannot be determined since it is unknown how the device was being used or handled at the time it became bent. A review of the DHR did not identify any issues which would have contributed to this event.